Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. Without the opportunity to examine the complaint product, root cause cannot be determined. Review of device history records found unrelated deviations during the manufacturing process. The nonconformances were cosmetic and dimensional issues. Five products were reworked and accepted and once piece was scrapped. Review of complaint history found no additional issues for this item. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the clinical patient had an initial right shoulder arthroplasty on (B)(6) 2014. Subsequently, on (B)(6) 2014 a humeral component radiolucency of 1mm in zones 5 and 8 was indicated which can be a precursor to loosening.